Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Updated conclusion and component coding grids.

Event description:
It has been reported that the device would not power on.

Manufacturer narrative:
Updated brand name.

Manufacturer narrative:
Updated short description and description event or problem.

Event description:
It has been reported to philips that the device may not be functioning as expected.

Event description:
It has been reported to philips that the device may not be functioning as expected.

Manufacturer narrative:
Updated conclusion coding grid.